Event description:
It was reported that during a da vinci s prostatectomy procedure, the permanent cautery hook (pch) instrument sparked and started to emit smoke from the tip of the instrument. The planned surgical procedure was completed. No patient harm, injury or adverse outcome was reported.

Manufacturer narrative:
The insert accessory was returned and evaluated. Per the customer reported complaint, engineering observed car marks and charring on the yaw pulley. Additionally, engineering observed one grip close cable is derailed at the distal idler pulley. Grips can still open and close, but movement may not be precise. Cable derailment is likely due to cable losing contact with pulley during wrist articulation. Fleet angle between proximal and distal pulleys may contribute to derailment. The banana plug is also bent sideways. The instrument passed electrical testing.